Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02233 - 1221359-2022-02240.

Event description:
The customer reported false positive results with the idnow covid-19 assay for multiple patients with unknown lot numbers. This MFR. Report addresses patient three (3) of eight (8). The customer reported a false positive result with the idnow covid-19 assay for performed on (B)(6) 2022. Confirmation testing (platform: cephid) was performed and generated negative results. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation report: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional information: d4: lot number, exp. Date, UDI. H4: MFR. Date. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1063017 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1063017, test base part number 190-430 / lot: 1063017. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1063017 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.